Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument could not be identified. There was no report of fragment(s) falling inside the patient. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to open because two harmonic ace instruments were not identified and the surgeon felt it was wasteful, so they converted to open surgery. The operation went well, and the patient's condition permitted open surgery. There was no harm to the patient and an unknown time of procedure delay. The surgeon believes a quality problem with the instruments was the cause of the reported event. There were no issues during the set-up of the system. Everything was inspected according to procedure. There were no issues with port placement. The operation took about 15 minutes, and the harmonic ace was used about 2 minutes when the issue occurred. It is unknown if the patient had any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint that "the harmonic ace can't be identified." Failure analysis found the primary finding of initialization failure to be related to the customer reported complaint. The instrument was tested and failed initialization when connected to the generator. An error message "replace instrument" kept appearing after tightening the instrument on the handpiece of the generator. The self-test was never completed. Failure analysis found the secondary finding of instrument blade mechanical indentations/burrs to be related to the customer reported complaint. The blade damage likely caused the instrument to not be identified and failed initialization. Damaged blades are triggered by an inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The known cause of this issue is attributed to mishandling and misuse. A review of the device logs for the harmonic ace instrument (part# 480275-8 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on (B)(6) 2022 via system serial# (B)(4). There were 0 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition, or the issue was identified before installation on the reported event date. A review of the provided image was performed by failure analysis engineer (fae). The following additional information was provided: the fae was not able to see any visible damage to the blade. Some scratches were found on the main tube but those are cosmetic and would not affect the utilization of the harmonic ace instrument. Failure analysis confirmed that there were mechanical indentations/burrs on the instrument blade and the root cause was attributed to mishandling and misuse. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted to open surgery after the start of the procedure due to the harmonic ace not being identified by the system.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the reported system was working normally and no other problems were identified since the reported event date. No repair was made. Corrected information can be found in the following fields: b1 (adverse event and/or product problem), d (primary product), d1 (brand name), d2 (common device name), d4 (model number, lot number, serial number, and unique identifier), h4 (device manufacture date), h5 (labeled for single use) and h8 (usage of device). Additional information can be found in the following fields: g3, g6, and h2.